Manufacturer narrative:
Concomitant medical products: tralipos(soybean oil, egg yolk phospholipids and glycerin emulsion. (B)(4)), (B)(4) (fe, mn, zn, cu, I. (B)(4)), neoparen (carbohydrate, electrolyte, amino acid and multivitamin. (B)(4)) and flumarin (flomoxef sodium, sodium chloride. (B)(4)). Qn# (B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that on (B)(6) 2015, the catheter was inserted to the patient. On (B)(6) 2015, md found the brown distal lumen injection hub was detached. As a result, a new kit was opened and the catheter was placed successfully. There was no delay in treatment. No death or complications occurred to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a se parated brown, distal luer hub with IV tubing attached. The rest of the catheter was not returned. Some of the extension line was still inside the hub along with some adhesive material. The luer hub was cut in half lengthwise and examined under a microscope. The extension line tubing was found to not be fully inserted into the hub before being molded. A review of manufacturing records did not yield any relevant findings. However, the cause is manufacturing related. Further investigation has been initiated at the manufacturing site.